Manufacturer narrative:
Final analysis confirmed backup operation. The backup was due to a checksum error, and a software download restored the device. The device exhibited normal battery depletion.(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. On (B)(6) 2015, the device was explanted and replace. No patient symptoms were reported.